Event description:
Reportable based on the device analysis completed on 01oct2025. It was reported that the device could not cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the device could not cross the lesion because the artery was severely calcified and highly tortuous. The procedure was completed with another balloon. There were no patient complications. However, the device analysis revealed that the hypotube break, and the blade was lifted and detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A break was identified on the hypotube, 4mm distal to the distal end of strain relief. The balloon was subjected to positive pressure and returned in a deflated state. A microscopic examination of the blades identified the following. On the first blade, the proximal edge of the blade segment was lifted. There was 1mm of blade segment missing in the mid-section of the blade. The castpad was fully intact. On the second blade, an examination identified that the blade segments in the mid-section were detached and not returned. The castpad was fully bonded on the balloon. On the third blade, an examination of the blade identified no damages, and the blade and pad were fully intact. No issues identified during examination of the extrusion shaft. A microscopic examination of the tip section found no damage. No other device issues were identified during returned product analysis.